Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the broken protector cover at the power switch was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned with power cord and leakage tester. An evaluation of the returned device confirmed the customer allegation. In addition, it was found that air joint unit and connector socket was worn out. The tubing was of an older version and was bent. The air pump unit was of an old version. Four suction feet at the bottom was worn and had weak suction force. The top cover, main chassis & rear panel had deep paint scratches and rust. Three good faith efforts were made to obtain additional information; however, no response received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus that they were unable to turn on the maintenance unit/leak tester. The issue occurred during reprocessing. There were no reports of patient harm associated with the event. The device was returned to olympus. Upon inspecting and testing, the power switch at the front was identified to be non-olympus part/repair and was defective as the light emitting diode (led) did not lit up and the protective cover was cracked. Also, the plastic cap was torn off. This report is being submitted to capture the reportable malfunction found during evaluation.